Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen lps flex articular surface, catalog #: 00596403212, lot #: 62092723; depuy smartset mv bone cement, catalog #: 3122040, lot #: 3480151. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event; please see associated reports: 0001822565-2018-02328. Previously reported under 0001822565-2018-02668. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a left knee revision. Subsequently, patient has fallen and is experiencing mild swelling, inflammation, knee giving out, limited range of motion, possible titanium allergy, and inability to use stairs.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of operative notes. The device history records (DHR) were reviewed for deviations and / or anomalies with no deviations / anomalies identified. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Without the opportunity to examine the complaints products, a definitive root cause cannot be determined. If any further information is found which would change or alter any information or conclusions, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.